Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, the usb cable was worn out and was unable to charge the pump. A replacement cable was sent to the customer. There was no reported adverse impact to customer's blood glucose level.